Event description:
The patient was seen at the clinic for device evaluation. Testing performed confirmed that the device was no longer functioning. It was recommended that the patient have transorbitary x-rays taken. The x-rays confirmed proper placement of the electrode array inside the cochlea. Surgery has been scheduled to explant the device. The patient will be reimplanted with another clarion device.